Event description:
As reported, during pms (preventive maintenance system ) found low angulation and a-rubber found dirty. There is no patient involvement on this event. Device incoming inspection found foreign objects on the nozzle. This report is being submitted for foreign objects found on nozzle.

Manufacturer narrative:
Device inspection found wear of angle wire, the play of r/l (right/left) knob is out of standard, due to wear of angle wire, bending angle in down direction does not meet the standard value. The a-rubber has discoloration and dirty. The customer reported issue was confirmed. Furthermore, foreign objects found on the nozzle and due to clogging of nozzle, water removal ability does not meet the standard value. In addition, the following findings during inspection were noted below: lg lens has a chip. C-cover is shaved and dirty. Adhesive on a-rubber is detached. Connecting tube has a scratch with discoloration. Grip is dirty, s-cover scratch and dirty. R/l knob, u/d knob dirty. S-cylinder is shaved. (Switches) sw2, sw3 dirty. Protector of universal cord on s-connector side dirty. Universal cord has a scratch, - s-connector has a dent. S-connector dirty, el-connector dirty with corrosion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign objects on the nozzle was due to inappropriate reprocessing after the procedure. The specific root cause of the inappropriate reprocessing could not be determined at this time. The following information is stated in the instructions for use: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope during pre-cleaning. Thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Methods of flushing of detergent solution and rinsing of air/water cannel: if precleaning could not be performed immediately after the patient procedure, presoak the endoscope in detergent solution before manually cleaning the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide the customer contact name information. Please see section e1 to e3 for information.